Manufacturer narrative:
Product analysis conclusion :the device was received with the external slider and backend wheel in the home position. Deformation was evident to the proximal graft cover at the strain relief. A slight bend was evident to the tip. The device was inserted into an in-house 18fr introducer sheath and advanced with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis esbf2514c103ee stent graft was intended to be implanted during the endovascular treatment of a aaa. The endurant iis was inspected before use and appeared normal. It was reported that during the index procedure, a non-medtronic (gore) dry seal 18f sheath was used for access and the stents delivery system failed to pass through it, despite a good push. The non-medtronic sheath was removed and found to be kinked. A new sheath (also 18f gore) was inserted and again the device failed to pass through the new sheath. A new endurant iis esbf2514c103ee stent graft was sourced and this passed and deployed without issue. No harm was caused to the patient and no additional blood loss occurred. The cause is unknown. It was stated the physician would normally use the same fr size for both a sheath and delivery system. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.